Manufacturer narrative:
Qn# (B)(4). The reported complaint for "dampened central lumen" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "dampened central lumen". To continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine.

Event description:
It was reported "dampened central lumen". To continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.